Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery treating right ankle. During the surgery, it was found that the arranged plate was for the left although the affected area was the right. The distributor had made a wrong order. Another distributor had a right-side plate in stock, so we asked them to bring it in, but since the position of the plate implantation was different from the usual one, the surgeon decided to use the wrong ordered left-side plate for treatment and the surgery was completed successfully with no surgical delay. No further information is available. This complaint involves one (1) device lcp med-dist-tibial pl 3.5 low bend le 6. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.